Event description:
Patient returned to the hospital about 3 months post lead repositioning. Inappropriate shocks were observed. The physician suspected the lead was dislodged. There was no capture and sensing was low. High voltage therapy was programmed off. Patient was informed about the risk.

Event description:
It was reported that during follow-up, a decrease in sensing and an increase in capture were observed. Fluoroscopic view showed dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.